Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of unknown alarms that resolved when the batteries were changed was not confirmed via the log file. The system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed 240 events spanning approximately 35 days (08aug19 ¿ 13sep19 per time stamp). There were no notable alarms active in the log file and the reported event date of (B)(6) 2019 was not captured within the lo file. Pump operation was not affected. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number not provided therefore UDI number is not available. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The account reported the patient's batteries drained and failed to hear the vad alarms due to loud music. The patient was unaware how long the vad had been alarming. The alarms stopped once the batteries were changed. The patient was asymptomatic. No further information was reported.